Manufacturer narrative:
Result: footboard shell.

Event description:
It was reported by service report that the footboard shell is cracked with sharp edges and the potential for fluid ingress. No pt involvement or adverse consequences are reported.